Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up successfully. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse identified that the power supply (pdu fan tray and dcps) unit was defective. To resolve the reported issue, the fse replaced the power supply (pdu fan tray and dcps) unit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.